Manufacturer narrative:
A specific root cause could not be identified. The issue may have been caused by a defective sodium electrode (out of box failure). The affected electrode was replaced by a new one and the instrument performed correctly since then. The defective electrode was not available for further investigation. No instrument malfunction could be detected. No adverse events were reported.

Event description:
The customer stated they were receiving questionable results for ion selective electrode (ise) sodium on their cobas c111 analyzer (serial number (B)(4)). The customer provided data for seven discrepant results reported outside the laboratory. Repeat testing was performed after a successful calibration and quality control and issued as a corrected report. The first patient's initial sodium result was 127 mmol/l. The repeat result was 142 mmol/l. The second patient's initial sodium result was 129 mmol/l. The repeat result was 143 mmol/l. The third patient's initial sodium result was 129 mmol/l. The repeat result was 142 mmol/l. The fourth patient's initial sodium result was 130 mmol/l. The repeat result was 142 mmol/l. The fifth patient's initial sodium result was 129 mmol/l. The repeat result was 142 mmol/l. The sixth patient's initial sodium result was 128 mmol/l. The repeat result was 142 mmol/l. The sample was then tested on an istat instrument manufactured by abbott and the result was 139 mmol/l. The seventh patient's initial sodium result was 127 mmol/l. The repeat result was 145 mmol/l. There were no allegations of any adverse affects to the patients as a result of this event. The field service representative determined the cause of the event was a defective sodium electrode. He replaced the sodium electrode. For verification, he ran performance testing with passing results.